Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date of the device is not known. Upon inspection and testing, it was observed that there was peeling of cement on the light guide lens. The probe unit tip was broken inside the c-body and there was a leak. The user¿s complaint was confirmed. Incidental observations were play of the control knobs and angulation low. There were minor scratches on the ultrasound connector and the light guide tube. There was wear and tear observed on the device.

Event description:
As reported for this event, during reprocessing the black tip of the insertion tube of the device is ready to fall off. There is no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There was a crack in the distal end cover and peeling of the light guide cement which led to the dirt penetrating inside the lens. Root cause for this issue could not be conclusively determined, but the following factors, occurring from user handling, may have led to the cause: excessive impact or the like was applied to the distal end, resulting in a gap in the tip adhesion, from which dirt penetrated the inside of the lens, leading to the occurrence of a phenomenon. Cracks could also have happened with such an impact. Though it was within the service life of the device, this part was deteriorated by the effect of the use environment, etc., and the gap was generated, and the dirt entered from the saw inside the lens, and the phenomenon was generated. Cracks could also occurr due to deterioration of the part concerned due to the influence of the operating environment, etc. The instructions for use includes the following statements: important information please read before use caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.